Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she received a low adc freestyle libre sensor scan result when compared to a laboratory result. On (B)(6) 2018, customer experienced unspecified symptoms of "symptoms of low glucose (feeling)" and had contact with a healthcare professional. A laboratory blood glucose result of 42 mmol/l (756 mg/dl) was obtained and compared to a sensor scan result of "2.1 mmol/l". The results, when plotted on a parkes error grid, fell out of range, deeming the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Visual inspection has been performed on the returned sensor plug and no issues were observed. Removed the sensor plug and inspected the connector, all three contacts were installed properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported she received a low adc freestyle libre sensor scan result when compared to a laboratory result. On (B)(6) 2018, customer experienced unspecified symptoms of "symptoms of low glucose (feeling)" and had contact with a healthcare professional. A laboratory blood glucose result of 42 mmol/l (756 mg/dl) was obtained and compared to a sensor scan result of "2.1 mmol/l". The results, when plotted on a parkes error grid, fell out of range, deeming the difference in values to be clinically significant. The customer was diagnosed with hyperglycemia and treated with insulin via intravenous infusion. There was no report of death or permanent impairment associated with this event.